Manufacturer narrative:
H4: device manufactured between december 20, 2019 to december 21, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused medication to a patient. The expected infusion time was 12 hours; however, the full dose took 19 hours to completely be delivered to the patient. The device had been filled with 60ml unspecified medication. There was no report of patient injury or medical intervention associated with this event. No additional information is available.